Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a flow estimation error. The patient mentioned a low flow around 0.3 liter flow, the patient decided to exchange the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. A review of the log files revealed multiple low flow alarms (medium priority alarm) logged near the reported event date ((B)(6) 2017). This type of alarm occurs if the patient's average flow drops below the alarm setting. As a result, the reported low flow event was confirmed. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event; analysis of the controller's log files did not reveal anomalies with the estimated flow. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited, to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.